Event description:
It was reported that a zmb00 17.5 diopter intraocular lens (iol) was explanted from a female patient''s right eye apporoximately nine (9) months post implant due to the patient experiencing blurry/cloudy vision.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) - the patient and device codes in section f10 were coded by the manufacturer.all pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance. No quantity discrepancy was found. No deviation or nonconformance (ncr) related to the designated complaint type(s) was generated. A review of the raw material/manufacturing procedures in the change control system was performed for the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with these complaint types. The documentation shows that the production order was manufactured according to specification. Device evaluation: the returned sample was returned to the manufacturer for evaluation and inspected at 10x microscope magnification. Visual inspection revealed that the lens was received with surface residuals (fiber/particles) on the lens compatible with implanting and explanting the intraocular lens from the patient¿s eye. No manufacturing defects or cloudiness were found in the returned sample. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Corrected explant date to (B)(6) 2014 per communication from the customer. (B)(6). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.